Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: a fully deployed ultraflex tracheobronchial stent, delivery system and mandrel were received for analysis. Visual analysis of the returned device found the delivery system shaft was curved. The distal end of the stent failed to expand after it was incubated at 37c for 24 hours. There were no other issues identified during the product analysis. The stents reported partial deployment and failure to expand are likely attributed to tight stitches of the deployment suture over the stent cover. As the event was most probably due to a bsc design specification that caused/contributed to problems in product use, the most probable root cause of this event is design. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot. An investigation is in place to address ultraflex stent partial deployment issues.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-02714 and 3005099803-2017-02668 for the associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial distal release covered stents were used during a stent placement procedure to treat a malignant stricture performed on (B)(6) 2017. Reportedly, the patient's anatomy was tight but not tortuous. According to the complainant, during the procedure, the first stent (subject of this report) was partially deployed and the deployment suture could not be released further. The physician removed the first stent from the patient. A second ultraflex tracheobronchial stent (the subject of MFR. Report #3005099803-2017-02668) was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent failed to fully expand.

Manufacturer narrative:
Reporter name and address: (first name, last name, complainant name, complainant address, complainant city, initial reporter phone number) has been updated with corrected information received on september 18, 2017.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-02668 for the associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial distal release covered stents were used during a stent placement procedure to treat a malignant stricture performed on (B)(6) 2017. Reportedly, the patient's anatomy was tight but not tortuous. According to the complainant, during the procedure, the first stent (subject of this report) was partially deployed and the deployment suture could not be released further. The physician removed the first stent from the patient. A second ultraflex tracheobronchial stent (the subject of MFR. Report #3005099803-2017-02668) was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent failed to fully expand.